Event description:
Returned with no info and subsequently tested out of specification. Additional info received on the device indicates it was removed due to battery depletion.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary pfl302099h battery - high impedance